Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a scheduled follow-up after receiving inappropriate therapy for supraventricular tachycardia. Programming changes recommended. The patient was stable and will continue to be monitored.